Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the 2b12lt device was received for analysis. The device was disassembled in order to evaluate the condition of the duckbill. Upon disassembling, the duckbill was found damaged. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional information received: the procedure was a thoracoscopic esophagectomy. The device was cleaned more carefully than usual. The surgeon commented that it is not considered serious as there are no problems. The possibility of residual piece inside the patient had been explained to the patient. Additional information was requested and the following was obtained: please explain what is meant by ¿value¿? It is duckbill valve. Can you please further describe the exact component that may have been left in the patient? The duckbill valve was lacking. What is meant by ¿it looked like it melted¿? The laced part was looked melted. What instrument(s) were advanced through the trocar throughout the surgical procedure? No further information is available. Harmonic was not used through this trocar.

Event description:
It was reported that during an esophagus procedure, it was found that the valve was broken after the device was used in the abdominal cavity. It looked like it melted. When the device was checked before the operation and after use in the chest, no problem was observed. The device was cleaned with more water than usual. No further information is available.